Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 1. The hp stated he disconnected one of the bags by accident and now had a se 2240. The technical service representative (tsr) explained that ase 2240 indicates a large amount of air has entered setup and advised the hp to close all clamps. The tsr advised the hp to start over with new supplies or finish with manuals. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded; lot information is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining elevated tsh results above the normal reference range for one patient that was generated by the unicel dxi 800 access immunoassay system. Subsequent testing on an alternate methodology produced a discordant result below the normal reference range. The patient has been prescribed and taking thyroxine (t4) due to the elevated results obtained since (B)(6) 2010. The dosage has been increased twice to the current dose of 125 ug/day.

Event description:
A customer reported to baxter (B)(4) that a bag line spike was deformed. The deformity was observed before use. There was no patient injury/medical intervention.

Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) regarding the reported event. The hp stated he resumed therapy. The hp confirmed there were no further problems/issues with his therapy and lot information was unknown. There was no patient injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the line was disconnected from the supply bag. The hp stated he disconnected one of the bags by accident. A batch review was not performed because the lot information was not known. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).